Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 38x2.5mm target lesion was located in the moderately tortuous and non-calcified left anterior descending (lad) artery. A 2.50x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion and was considered damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts from the center to the proximal end of the stent that were stretched and bent. The four most proximal rows were stretched over the proximal markerband. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 38x2.5mm target lesion was located in the moderately tortuous and non-calcified left anterior descending (lad) artery. A 2.50x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion and was considered damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.